Manufacturer narrative:
The foreign distributor did not submit a user facility/importer report to the manufacturer. Event codes were derived based on information provided by the foreign distributor. (B)(4). The foreign distributor evaluated the device and determined the failure was caused by a malfunctioning turbine assembly. The foreign distributor was shipped a replacement turbine assembly to repair the device and return it to service. Carefusion issued a return goods authorization (rga) number to the foreign distributor for the return of the alleged faulty turbine assembly for evaluation. As of january 30, 2015 the alleged faulty turbine assembly has not been received. Should the alleged faulty turbing assembly be received and evaluated, a follow-up medwatch report will be submitted.

Event description:
The following description of the event was reported to carefusion by foreign distributor in (B)(6). Our dealer claims this unit is alarming vent inop and motor fault when the unit is powered up. There is not gas delivery from unit outlet. Dealer claims the problem was found during inventory check, and is an obf (out of box failure).

Manufacturer narrative:
Failure analysis (fa) lab received a vela cf plus, nist blue o2, eng. Overlay. Fa visually inspected and powered on the unit. The unit alarmed low ve, circuit disconnect and xdcr fault. Fa found that there was a packing film inside the exhalation valve body causing the failure. Fa removed the film and repowered on the unit and the unit did not alarm and ventilates within specifications. Fa disassembled the power cable, top cover, battery tray and left panel. Fa turned on the unit in service mode and performed the exhalation pressure transducer, the turbine transducer, exhalation flow transducer and o2 pressure transducer calibrations and all passed. Fa performed the exhalation valve characterization and it passed. Fa had the unit running for an hour and the reported problem was not duplicated. Fa put the entire vela unit in a testing chamber spx and ran it in different temperature conditions. At 5.7 degree celsius (42.26 fahrenheit) the reported problem was duplicated. Fa disassembled the front panel and the main pcba. The problem was isolated to a slow solenoid located at s903. The unit needs a new main pcba.